Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a da error which was noted upon interrogation. The device functioned normally throughout the device check. No adverse patient effects were reported. Boston scientific technical services (ts) suspected a bit flip error which the device could successfully recover from and recommended performing memory analysis. The patient's medical team declined. The device remains in service.